Event description:
It was reported that an alert for out-of-range high voltage (hv) lead impedance was observed on the right ventricular (rv) lead. It was noted that the impedance had gradually increased. It was suggested to monitor the lead. No patient symptoms were reported.